Event description:
Procedure type: liver transplant. According to the reporter: the stapler was used to staple off a hepatic vein and after 2 minutes time, the staples came apart and the opening of the staple line burst open and patient encountered massive bleeding. The surgical team was able to gain control shortly afterwards. The patient was a candidate for 'fast-track' which means he would have been extubated and sent to pacu. Instead with the loss of blood, the patient had to be sent to msicu.

Manufacturer narrative:
(B)(4).